Manufacturer narrative:
(B)(6) 2018 - we were notified by the manufacture that this product has not been approved in the us yet so this file was opened in error.

Event description:
Ous MDR - after an implantation period of approx. 50 months increase ventricular lead impedance and loss of capture was reported. The lead was explanted. An explant date was not provided.